Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a history anomaly. Customer stated that a bolus of 1.2 units was not programmed but it is in the history. Customer did not put carbs in and the pump seems to be over bolusing. Customer's blood glucose was 280 mg/dl. Customer has had this experience before. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was monitored with multiple boluses was delivered and recorded in bolus daily total history screen. No bolus history anomaly noted. The insulin pump passed self-test, a21 error, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the lcd window.